Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).

Event description:
It was reported that the patient wanted to have his implantable neurostimulator (ins) removed because he had dementia and would forget to program and charge it, so it was dead. The patient had contacted a healthcare provider (hcp) to remove the stimulator but they were waiting for old records to get there to schedule an appointment and determine an explant date. No procedure date was set at this time. It was also reported that the placement of the ins had always bothered the patient and they even tried to move it a couple of times by opening the incision and moving the device a little higher in the pocket. It was noted the patient would have preferred the ins be moved to the front but it was not an option. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.